Event description:
Gyrus (B)(4) halo pks cutting forceps would not coagulate tissue. Replaced with "like" device (different lot number), with no further issues noted. Diagnosis or reason for use: laparoscopic assist. Vaginal hyst., bilat salpingectomy. Event abated after use stopped or dose reduced: no.